Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 18 mmol/l (324 mg/dl) with ketones of 5.8 mmol/l while wearing the pod on the back for between 37 and 48 hours. 12 units of lantus (short-acting insulin) was delivered and was given a fast acting insulin syringe. The patient was also placed on a sliding scale and given fluids through intravenous therapy. The patient noted soreness in the mouth from vomiting. The patient was given paracetamol to relive the soreness. The patient was discharged from the hospital after twenty-four hours.